Event description:
Patient reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details cannot be requested due to lack of permissions. No additional information is available at this time. The reason for reoperation is: "left side rupture."